Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an av node ablation. Upon interrogation, low p-wave sensing amplitude was observed. Atrial lead dislodgement was confirmed via fluoroscopy. The lead was repositioned. The patient was stable.